Manufacturer narrative:
The lens was implanted in 2001. Hydroview iol was discontinued and is no longer manufactured by b+l. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a hydroview intraocular lens was explanted due to opacification. The lot and serial number were not provided, therefore, it has been possible to determine whether the lens model is hydroview 1.0.